Event description:
The affiliate reported that the physician implanted the icp sensor on (B)(6) 2013 found that no reading data could display after 24 hours. The physician removed it. The patient is in stable condition now. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: internal catheter wires broken. Catheter severely kinked and twisted 12 cm from sensor case. Catheter material stretched in several places along catheter body. Adhesive tape on connector. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.